Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported blackout during a diagnostic procedure, while the patient was under sedation and it was completed with the same device, involving an olympus videos system center. There was no patient injury reported.